Manufacturer narrative:
(B)(4). (B)(6).the reporter's last name was not provided. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The small battery drive device was evaluated and it was observed that the device was generally worn out. It was also noted that the device failed pre-repair diagnostic tests for attachment coupling assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during an unspecified surgical procedure it was observed that the small battery drive device stopped working. According to the report, nothing happened when the trigger was pressed. It was not reported if there was a delay in the procedure, or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.